Event description:
Bicarb infusion noted not to be infusing correctly. Drops not seen in drip chamber when pump was alarming that the infusion was complete. Double checked with another rn [redacted name] and bicarb drip immediately moved to another pump. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter).